Manufacturer narrative:
The device was reported to be discarded at the hospital. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broke probable root cause: application - user technique related factors - difficult anatomy, extremely tough soft tissue the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the tip broke. The broken pieces were not left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the tip broke. The broken pieces were not left in the patient.